Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 2000 ohms on the atrial channel. A review of the stored data showed evidence of jumpy impedance measurements. A boston scientific technical services consultant documented and discussed the clinical observations and troubleshooting techniques with the caller. It was noted that the atrial lead is manufactured by a competitor. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 2000 ohms on the atrial channel. A review of the stored data showed evidence of jumpy impedance measurements. A boston scientific technical services consultant documented and discussed the clinical observations and troubleshooting. It was noted that the atrial lead is manufactured by a competitor. No adverse patient effects were reported. It was reported that this system continued to exhibited pacing impedance measurements greater than 3000 ohms on the atrial channel. Atrial oversensing and out of range intrinsic amplitudes were observed. Additionally, the lead safety switch had been triggered for a pacing impedance measurement of 2112 ohms on the ventricular channel and undersensing was noted. A boston scientific technical services consultant documented and discussed the clinical observations and recommended troubleshooting. No adverse patient effects were reported.